Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The patient developed fistula after receiving spaceoar vue. On (B)(6) 2022, computed tomography (CT) scan was performed and the gel was visible in place. On (B)(6) 2022, the patient went to emergency room (ER) presented with prostate pain and burning during urination. On (B)(6) 2022, the spaceoar vue was gone and was replaced by an air-filled cavity. The patient condition was reported to have fully recovered.

Manufacturer narrative:
Additional information received on 11apr2022: block b5:describe event or problem block h6: clinical code e9205 captures the reportable event of pain clinical code e1705 captures the reportable event of burning sensation evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The patient developed fistula after receiving spaceoar vue. On (B)(6) 2022, computed tomography (CT) scan was performed and the gel was visible in place. On (B)(6) 2022, the patient went to emergency room (ER) presented with prostate pain and burning during urination. On (B)(6) 2022, the spaceoar vue was gone and was replaced by an air-filled cavity. The patient condition was reported to have fully recovered. ***additional information received on april 11, 2022*** the procedure was performed under general anesthesia. The patient complications were treated with antibiotics and a low fiber diet.